Event description:
Per the surgeon, the device was explanted on (B)(6) 2013, due to extrusion. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed december 10, 2013.